Event description:
The ultra select guidewire was used as a guide for a stent delivery catheter. After the stent was deployed, an attempt was made to withdraw the guidewire. The guidewire appeared to catch on the stent catheter, subsequently dislodging the stent.